Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic surgery (vats), right upper lobectomy, while at the upper right lung, the staple reload jaws were locked on fourth firing over lung tissue when first handle was used and the adapter stopped being recognized. Handle was removed and re-attached to the adapter to recalibrate, but attempt was not successful. Next attempt was to attach a second adapter and second handle to unlock the jaws, but again it was not recognized. A retraction could not open the jaws and the retraction tool broke. A manual stapler was used to resolve the issue and cut/stapled alongside the reload of the locked jaws. There was an unanticipated tissue loss. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2m0529y); sigphandle, sig power sigphandle handle (serial#:(B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#: unknown); sigmret, sig power sigmret manual retract tool (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n3b0030y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic surgery (vats), right upper lobectomy, while at the upper right lung, the staple reload jaws were locked on fourth firing over lung tissue when first handle was used and the adapter stopped being recognized. Handle was removed and re-attached to the adapter to recalibrate, but attempt was not successful. Next attempt was to attach a new adapter with the handle, but again it was not recognized. A retraction could not open the jaws and the retraction tool broke. A manual stapler was used to resolve the issue and cut/stapled alongside the reload of the locked jaws. There was an unanticipated tissue loss. The surgical time extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that both the returned adapter were recognized by the handle. It indicated that while attached to adapter, a black reload did not retract fully. The retraction motor movement data indicated that the motor r eached its current limit prior to full retraction. Retraction motor movement data then indicated a decrease in motor current, suggesting that the reload was no longer engaged with the firing rod. Once the firing rod is no longer engaged with the reload, the system is no longer able to retract. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause was not traced to the device. It was also reported that the handle did not recognize the adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.